Event description:
End user called to complain of not being able to test the calibration on the device. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.